Event description:
Complainant alleged that during biomed testing the devices pacer output was not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testin, however, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. The control board was replaced as a precaution. The device was recertified and returned to the customer. Analysis fo reports of this type has not identified an increase in trend.